Event description:
(B)(6) performed lasik surgery on me knowing that I have first degree relative with keratokonus. I had 10 diopters of myopia and was treated with lasik eye surgery - not prk. After the fact I have learned that I should not have been a candidate. I am afraid I will develop, because of (B)(6) doing lasik on me without disclosing complications of being a high myope, (B)(6) and first degree relative with keratoconus, ectasia due to having lasik that I may not have otherwise been at risk for.